Manufacturer narrative:
The investigation of product damage (detached inflow/outflow ¿ peripheral vessel), limb ischemia, and thrombus has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. E4 should have been left blank on manufacturer device report 1220648-2024-18131.

Event description:
A complainant reported the patient was on impella cp support. Upon returning from the operating room, it was noted that the right leg was cold and blue. The pump was changed and placed over the right subclavian artery. Thrombus was removed from the leg and was warm again. Additionally, blood leaks from the red plug. The patient survived the event.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿